Event description:
It was reported that helium loss alarms frequently occurred after the intra-aortic balloon pump (iabp) initiated pumping, 15 minutes later pumping stopped frequently. As a result, the iabp was replaced with a backup iabp and the procedure continued successfully. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). No iabp part or recorder strip has been returned to teleflex chelmsford for investigation. The reported complaint of iabp helium loss alarm is not able to be confirmed. The root cause of the complaint is undetermined. A potential cause is catheter related. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that helium loss alarms frequently occurred after the intra-aortic balloon pump (iabp) initiated pumping, 15 minutes later pumping stopped frequently. As a result, the iabp was replaced with a backup iabp and the procedure continued successfully. There was no report of patient complications, serious injury or death.